Manufacturer narrative:
The handpiece was received at the manufacturer for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with the motor, rotor, driveshaft, and bearings, which were each replaced along with other components. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.

Event description:
It was reported that the handpiece began overheating during an extraction of the 3rd molars. The procedure was successfully completed with another device. There were no adverse consequences reported as a result of this event.